Event description:
It was reported that the patient presented during clinical follow-up. During capture threshold testing, it was noted that the implantable cardioverter defibrillator exhibited post-paced t wave oversensing. No interventions were performed. The patient was in stable condition.

Event description:
Additional information received noted that the post-paced t wave oversensing reoccurred on (B)(6) 2022. No interventions were performed.